Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise. No programming changes were performed. The patient will continue to be monitored. The patient was in stable condition.